Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter does not turn on and the display is shattered. These issues were not resolved with troubleshooting.

Event description:
According to the initial information received, a 20mm amplatzer septal occluder (aso) was successfully implanted; however, three (3) days post implant the patient experienced third degree atrioventricular heart block. The aso was surgically removed and the defect was closed. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Manufacturer narrative:
Follow up # 1/supplemental report text-01/11/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.